Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
It was reported to b. Braun medical inc. That an infusomat space large volume pump (material # 87136051u, serial # unknown, lot unknown) was being used to administer medications on (B)(6) 2024. According to the complainant, the pump experienced air in line alarms that were not able to be cleared. The patient developed hypotension while troubleshooting the pump alarms requiring rapid response team interventions, which included administration of three different vasopressor drugs, calcium chloride and albumin. A few hours later, the air in line alarms returned, the pump and set were changed, but the alarms recurred.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.